Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was replaced due to noise. Post implant the shock coil impedances were showing a wide variance, and when the superior vena cava (svc) coil was off the rv coil impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.